Manufacturer narrative:
The most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry and investigation that a 23mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 2 months due to critical stenosis. Per medical records, the patient presented in the ER with dyspnea and syncope. Workup shows severe critical aortic stenosis(ava 0.4 cm2) and gram negative coccobacilli bacteremia with concern for endocarditis. Six months prior to admission, echo showed the aortic valve was stenotic. The patient underwent redo avr and supracoronary ascending aorta replacement with 30mm dacron graft. Intraoperatively there was significant vegetation on the aortic valve. After valve removal and debridement another 23mm valve was implanted. The valve fits snugly and was secured with cor knots. Post-procedure tee revealed well seated bioprosthetic valve without pvl. The patient was transferred to ICU in stable condition and discharged on pod #5. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.